Event description:
It is reported that pt. Underwent bilateral total hip replacements. Post operatively, on 3/29/1998, pt. Right hip was revised. Following, in 12/1999, pt. Began experiencing pain in his left hip and on 1/20/2000, the left hip was revised where it was discovered that the stem of the prosthesis had fractured into two portions.

Event description:
It is reported that pt underwent bilateral total hip replacements. Postoperatively, in 1998, pt's right hip was revised. Following, in 1999, pt began experiencing pain in the left hip, and in 2000, the left hip was revised where it was discovered that the stem of the prosthesis had fractured into two portions.